Event description:
Consumer alleged that while using the mct micro current patch, he developed a metallic taste in his mouth and felt like the blood vessels in his head were "pounding" and felt lightheaded. There were no reported pt injuries and the pt reported that the symptoms disappeared after removing the device.

Manufacturer narrative:
This is an extremely unusual event. Newmark has been marketing and distributing micro current product for several years. We have never received a report of this type nor has any of our testing or evals suggested similar conditions experienced by the pt. The device was not returned and we cannot determine the cause of this event.